Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that a patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2003 and a right total hip arthroplasty on an unknown date. Subsequently, patient underwent a left hip open reduction and internal fixation procedure on (B)(6) 2003 due to a periprosthetic fracture caused by a fall. Patient underwent a left hip incision and drainage procedure on (B)(6) 2003 due to a periprosthetic fracture after a patient fall. During the procedure, infection was noted. Antibiotic beads were implanted. Patient underwent a further incision and drainage procedure on (B)(6) 2003 due to redness, swelling, pain and a periprosthetic femur fracture. The antibiotic beads were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 02178 / 02182).

Event description:
It was reported that a patient enrolled in a clinical study underwent an initial left total hip arthroplasty on (B)(6) 2003 and an initial right hip arthroplasty on an unknown date. Subsequently, patient underwent an open reduction and internal fixation of the left hip on (B)(6) 2003 due to periprosthetic fracture caused by a fall. It is unknown what caused this fall. Patient underwent an incision and drainage with placement of antibiotic beads in the left hip on (B)(6) 2003 due to redness, swelling, pain, and periprosthetic femur fracture. It was further reported that patient underwent an incision and draining of the right hip with placement of antibiotic beads on (B)(6) 2003 due to a periprosthetic fracture caused by another fall. It is also unknown what caused this fall. An infection was found intraoperatively.